Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into the hospital with complaints of dark urine and chest pain. The patient's b-type natriuretic peptide was greater than 2000; lactate dehydrogenase at greater than 2000 and plasma-free hemoglobin at 140. Values improving since increasing anticoagulation. No alarms were noted. Data log file submitted to the manufacturer confirmed power trending upward with pulsatile index trending downward which is associated with suspicion of thrombus. This trending appears to date back to (B)(6) 2014 and slowly progressed throughout the remainder of the data log. The event history appears normal. It was noted that this patient also has a complication of right heart failure.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
At the time of the reported event, lovenox was added to the patient¿s anticoagulation regimen. The patient was discharged and reportedly had stable vad clinic visits until (B)(6) 2015 when a pump exchange was performed. Please reference medwatch MFR report # 2916596-2015-00588. A correlation between the reported event of dark urine and chest pains could not be determined. An analysis of the log files provided by the account revealed a slight upward trend in power and a downward trend in the pulsality index (pi). However, no notable hazard alarms were captured. The instructions for use lists hemolysis and right heart failure as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.